Event description:
It was reported that the bd facslyric¿ sprayed facsflow outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: tube lost so much fluid over the weekend that it leaked. The leaked liquid has crystallized out, according to which it cannot have been simple water. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) Not contained. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) yes, facsflow. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) unknown. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) after waste line. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.) No. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6). ¿ problem statement: customer reported complaint of a waste leakage without bleach not contained within the instrument. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 06dec2020 to date 06dec2021. ¿ complaint trend: there are 10 complaints related to the waste leakage not contained within the instrument. Date range from 06dec2020 to date 06dec2021. ¿ manufacturing device history record (DHR) review: DHR part #663029 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak could not be determined. The customer reported that they noticed that their instrument had leaked over the weekend and that the leakage had crystalized. An fse (field service engineer) was sent onsite to inspect the instrument, and they confirmed that the valves and fittings were properly secured. After the inspection, the sample needle was cleaned and no issue was found with the instrument. No parts were requested for evaluation as there were no replaced parts. The customer was recommended not to fill the h2o tubes more than halfway full, and the instrument was functioning as expected with no further leakages. Although there was a leakage in the form of a spray not contained within the instrument, the customer confirmed that they did not come in contact with the fluid and were not harmed in any way. This instrument was being used for clinical diagnoses, but this event did not impact the treatment of any patients. Proper daily and monthly cleaning and maintenance can help maintain a healthy system, and can be found in the bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk is moderate, s3, and there was no impact to customer health or safety. ¿ service max review: review of related work order #: (B)(6), case # (B)(6). Install date: (B)(6) 2021. Defective part number: n/a. Work order notes: o subject / reported: t 663029 - facslyric 3l12c instrument ceivd - leak. O problem description: we noticed that the lyric pulls a lot of the cst beads during the fail measurements (from today see appendix) and the device has the manual port into the aquadest. Tube lost so much fluid over the weekend that it leaked. The leaked liquid has crystallized out, according to which it cannot have been simple water. O work performed: all fittings tightened- valves checked- sample needle cleaned from the outside- no defect found- customer recommended not to fill h2o tubes fuller than 1/2 with adest- o cause: n/a. O solution: n/a. ¿ returned sample evaluation: a return sample was not requested because there were no parts replaced. ¿ risk analysis: risk management file part # 10000063058ra, rev. 06/vers. Z, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. O azure ID: 89169. O ID: libivd-ra-61 2.1.6. O reg status: ivd; ruo. O hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O risk control: - sit design to capture back drips. - provide instruction for universal precautions. O req link (azure ID): 93132 libivd-did-262 sample preservation during pause o implementation verification: - lsvn-1008-dp sit backflow control. - libivd-se-15-51ir. O effectiveness verification: - lsvn-1008-dr. - libivd-se-15-51ir. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient yes no. ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument could not be determined. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument could not be determined. An fse came onsite to inspect the instrument. They checked that all the fittings were tightened, valves were functioning, and cleaned the sample needle. No issues were found with the instrument so the customer was just recommended not to fill the h2o tubes more than halfway. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to the customer health or safety. H3 other text : see h.10.

Event description:
It was reported that the bd facslyric¿ sprayed facsflow outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from german to english: tube lost so much fluid over the weekend that it leaked. The leaked liquid has crystallized out, according to which it cannot have been simple water. 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.)--liquid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.)--not contained. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4)--yes, facsflow. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5)--unknown. 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6)--after waste line. 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontaimination, no further questions required.)--no. "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.)--no.